Event description:
Report received of inaccurate delivery. The pump was returned from clinical service with a note that the pump was alarming and the flow was inaccurate. There was no reported adverse patient event. The customer contact was unable to obtain any details of the reported event including patient age, gender or diagnosis.